Event description:
The patient had angioplasty done (B) (6) 2010. One week later, the patient began experiencing a constant tingling. The patient felt the tingling sensation 24/7 in both calves, ankles, and feet. The tingling increased when the patient was lying down. The stimulation also increased when the stimulation was on. With group a, the sensation of stimulation increased when the voltage was increased. With group b, the sensation of stimulation did not increase with increased voltage; the patient felt the same as 3/10.5v. With the stimulation on, the patient felt stimulation higher up in the hip and down both legs with right leg stronger than left leg; but the patient also reported the sensation was stronger lower. Impedance measurements were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).